Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm, no excessive no delivery alarm and no failed battery test alert during test noted. Motor passed motor test. Device received with cracked battery tube threads and cracked reservoir tube lip. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had motor errors and had to take the battery out and put it back in to get it to work, had rejected new batteries, had no delivery alarms and had to redo the sets in order for it to go away and the battery area and the reservoir area was chipped. The customer¿s blood glucose level as unknown. The insulin pump will not be returned for analysis.